Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Intraocular lens (iol) returned pressed against one (1) post of the lens case base. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic is scratched/marked-rejectable. The returned photos (2) show an iol in a lens case base. The iol has a red substance on the optic and one haptic. The other haptic appears to be missing. Reported complaint cannot be confirmed from the provided photo. The complainant indicates the use of company cartridge and company viscoelastic. Both of these accessories are not qualified to be used with the model in question. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU) , as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process all product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the iol was inserted in patient¿s eye and then a scratch was noticed. The surgeon removed the iol immediately. The implant procedure was completed with another iol. The surgeon stated that the error might have occurred from facility end while inserting the iol in the shooter. There was no patient harm noted. Additional information has been requested; however, further information has not been received.